Event description:
It was reported to nova biomedical that a customer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The customer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.